Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via telephone call that the insulin pump had been alarming for no delivery and the customer had issues with bent cannulas. The parent stated that they would call back after the doctor appointment. The blood glucose reading was 300 mg/dl.